Event description:
It was reported that the right atrial lead dislodged as a result of twiddlers syndrome. The lead was successfully explanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.